Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2014 with the following findings: the battery compartment is cracked at the threads. No visible moisture observed in the compartment or the display lens. No damage to returned battery cap; it is able to carefully attach to the pump and was used to complete testing. The pump fails leak testing with battery compartment leak. Removed pump cover and there was no evidence of internal moisture observed on the pcb or internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.